Event description:
It was reported the customer's insulin pump had missing data. Customer stated they were receiving partial information on their reports. The customer stated the not all the information was displayed. Customer was advised their insulin pump needed to be replaced. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the error, displacement and self tests. The pump was programmed with the correct time and date. The pump was monitored, and the pump delivered all programmed boluses and basal rates properly, and recorded them in the daily totals history screen. Unable to download the pump history to care link due to several alarms found in the alarm history file. The alarms were due to a corrupted history file. Unable to verify date range from (B)(6), 2014 to (B)(6), 2015 due to a download anomaly. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.